Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm missed bolus reminder alert and blank display. Customer's blood glucose at time of incident was unknown mg/dl. The customer was advised to insert new battery and checked to make sure is inserting battery correctly. The customer stated the pump is beeping but no display is coming up. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated the down button is not working consistently. The customer stated the keypad doesn't look damaged and feels the button is just wearing out. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.